Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, and a hole on the biopsy channel was detected. As the black material could not be identified, and there is no information to determine that the event occurred due to the user's misuse, no further presumption of cause could be established. It is suggested that the user facility perform reprocessing of the device according to the instructions for use. Olympus will continue to monitor field performance for this device.

Event description:
Customer sent a repair request reported with an issue of "black liquid leak, probably forceps channel" (foreign matter (black liquid) came out of the channel (including secondary water supply) . The issue found during an unknown event. There is no patient infection associated on this reported event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the air and water nozzles found clogged and the draining function determined to be reduced. Water tightness found not maintained due to perforation of the forceps channel due to external factors (there is a hole in the forceps channel). The customer reported issue could be confirmed. Furthermore, the following findings during inspection were noted on the device: the bending angle found insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. Discoloration observed on the illumination lens due to handling. The flexible tube of the insertion section crushed due to external factors. Scratches on the insertion tube due to external factors are observed. The curved rubber adhesive part is missing. The insertion tube serpentine oredome found missing. The watertightness of the up/down (u/d knob) found not maintained. Discoloration of the objective lens due to handling observed. Scratches are found on switch #4 (sw4) due to external factors. Scratches found on the right/left ( r/l) knob due to external factors. The operation part cover surface has come off due to an external factor. Wrinkles are observed in the universal cord due to external factors. Scratches on the operation unit cover due to external factors are observed. Water coverage on the electrical connector noted. The scope connector found corroded due to handling. Scratches are found on the operation part side oredome of the universal cord part due to external factors. Scratches are found on the universal cord due to external factors. Scratches are found on the grip due to external factors. Scratches on the scope connector side of the universal cord due to external factors scratches are found on the scope connector due to external factors. Scratches are found on the scope connector joint case due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.